Event description:
During a coronary stent procedure, the physician attempted direct stenting of a circumflex lesion. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. While attempting to retract some resistance was noted, but the catheter was removed. Upon removal it was noted that the struts on the proximal end of the stent were flared. Another stent was successfully used to complete the procedure. No patient injuries or complications were reported. Patient status is listed as "okay".